Manufacturer narrative:
The sl-10 microcatheter was not returned. The microcoil system was returned cleaned. The last 4.5 cm of the coil has been severely damaged. As viewed through the sheath, there are multiple sections of compression and buckling damage. The proximal end of the coil is seen against the distal tip of the dpu. The coil's socket ring has been pushed down inside the outer sheath. As viewed outside the sheath, sections of compression and buckling at the proximal end of the coil. The proximal section of the coil is undamaged. The distorted balltip's radius was due to exposure to the atmosphere and from contact against the sheath's sidewall. The coil was returned severely damaged. The evidence strongly suggests that distal interference contributed to the coil¿s proximal damaged section. This damaged section produced the catching and pulling felt during the coils advancement inside the microcatheter. The circumstances of how and where this damage occurred to the coil cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil did not feel right going up catheter. It was stated that it was ¿catching and pulling.¿ four codman coils were successfully deployed after this coil. Failure analysis discovered that the coil was kinked.